Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 497 mg/dl. The customer treated with a manual insulin injection of 14 units. The customer also kept changing their infusion sets. Further troubleshooting did not occur. The insulin pump was not returned for analysis.